Event description:
The site uses a radiology info system (ris) to pass pt demographics to the hitachi eub-6500 ultrasound system. After the pt exam is completed, the images are transferred to a picture archive and communications system (pacs) for storage. The ris system and the pacs system are mfg by third parties (ris logic, inc. And dynamic imaging,inc. Respectively). The eub-6500 is configured with ver. 4.04 software, dicom worklist and dicom service pack 1. The pt files are organized within folders on the pacs system. The reading radiologist accesses the files from the pacs system and makes a diagnosis. All data transfer between the three systems (ris, 6500, pacs) is accomplished with dicom. Based on file analysis, a small number of pts (approx 4 out of 100) had their images intermixed within a folder. For example, images from pt a were intermixed with images from pt b within the folder for pt a. Within the folder, the images were labeled correctly. When the problem was discovered, the site took steps to notify the radiologist of the problem. No pt injury or mis-diagnosis had occurred. The problem was reported to the device mfg in 2004 after it was determined that the eub-6500 was the source of the malfunction.